Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. The patient reported that their dad was in the hospital and they did not get to charge their ins. The patient reported that it would not charge. The patient reported that when attempting to recharge, the normal charging screen comes up and full coupling is shown, but charge level does not move (even after two hours of charging). The patient planned on meeting with a manufacturer representative. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient just charged their ins for 3 hours and the issue was resolved. No further complications were reported.